Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted tones. Upon interrogation an out of range shock impedance was present on this defibrillation lead.